Event description:
It was reported that, "in 2006, the pt's knee was revised from a non stryker knee. Not long after the revision, the pt began experiencing the same issues as before the revision. She felt as if the knee was going to give out and she was having pain. The pt fell and after an MRI was taken it was discovered that the implants were loose again. The pt would like to know if any of her implants were subject to recall. She does not want to have another surgery."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.